Event description:
It was reported to medtronic minimed that the customer experienced pump battery life not lasting as expected, and received pump error 35-a broken force sensor was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed the customer to discontinue the pump use and revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 35 alarm was found on 02/12/2025 08:39:11.000. During download review, pump error 53 alarm was also recorded in main error log (adapt). File ID=65535 line ID=65535. The adapt tool also recorded that on 02/08/2025 19:29:00.000, 01/31/2025 13:01:00.000, 01/26/2025 20:23:00.000, 01/13/2025 10:17:01.000 and on 12/26/2024 09:48:00.000hour low battery alert was recorded. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 35 was cause by force sensor error. Problem isolated to electronic assemblies. Unit was also received with scratched case. In conclusion unit came in with critical pump error alarm triggered by pump error 35. Unexpected battery power loss and charge/battery lasts less than expected was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.